Manufacturer narrative:
No product was returned for evaluation. The customer was advised the handpiece is not repairable. No patient injury occurred but the treatment was delayed greater than 60 minutes while the patient was under general anesthesia. This event meets the definition of a serious injury per the solta medical reviewer due to the prolonged procedure. Delayed procedure due to an inoperable handpiece and system is identified in the vaserlipo system risk assessment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusions can be found. No corrective action is necessary at this time.

Event description:
A user facility contacted solta during a vaserlipo procedure and reported that the wireless footswitch stopped communicating to the vaser and they were unable to deliver ultrasound energy. The customer had changed the batteries in the wireless footswitch and tried to use a wired footswitch connected directly to the amplifier, however they were unable to get the vaser amplifier to deliver energy. Through further troubleshooting, solta found the vaser was not responding due to the vaser handpiece. The customer did not have an additional handpiece to use. This issue caused a delay longer than 60 minutes with the patient under general anesthesia. The surgery was completed without use of the vaser amplifier. Solta has made attempts to obtain further information about the event, but they have been unsuccessful and it appears no response will be forthcoming. There were no health consequences to the patient, however, this event meets the definition of a serious injury per solta medical reviewer due to the prolonged procedure greater than one hour while under general anesthesia.